Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 363 mg/dl with small ketones. The bg level was addressed with a manual injection. Reportedly, the customer would load a new cartridge, and declined any further follow up.